Manufacturer narrative:
The customer¿s report of that tubing is cracking and leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the female luer had a lateral crack. Closer inspection under a lab microscope observed no tool marks or signs of over torque. The source of the leak is due to a crack in the female luer component. Functional testing found the set leaked from the cracked female luer. No other leaks were observed throughout the set. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the tubing is cracking and leaking. Although requested, there has been no additional patient or event information made available to date. (This is file one (1) of four (4).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested patient demographics were not provided.

Event description:
It was reported that tubing is cracking and leaking. This is file 1 of 4.